Manufacturer narrative:
The customer¿s report of a pca pump programming issue was confirmed. Analysis of the pcu event log shows that at 10:26 am on (B)(6) 2016 hydromorp_pca 1mg/1ml (drugid 126) was programmed. At 4:28 pm the syringe was changed and the previous infusion was restored for hydromorp_pca 1mg/1ml (drugid 126) with 2mg for the pca dose, 10 minutes for the lockout interval, 3.0mg for the continuous dose and 15mg/1hr for the max limit. At 7:53 pm the programming was changed to 2.25mg for the pca dose, 3.25mg/hr for the continuous dose and no max limit. Yes was selected to the guardrails warning that the pca dose exceeded the guardrails limit, and the infusion was started. At 8:50 pm, the syringe was empty and the device was channeled off. Between 9:09 pm and 10:39 pm, the user attempted programming multiple times but did not start the infusion. It is believed that this is when the user found hydromorp_pca 1mg/1ml (drugid 126) was infusing, but expected it to be hydromorp_pca 10mg/ml (drugid 127). At 10:39 pm, the device was removed from the system. There were a total of 6 successful pca dose requests delivered and 14 unsuccessful requests, with 8 of those having occurred after the syringe became empty. The volume recorded as being infused during this period was 24.9056ml. Although the customer alleged that the concentration of dilaudid had changed to 1:1 instead of the intended 10:1, the pcu event log shows that the user initially programmed dilaudid 1:1 and did not program the intended dilaudid 10:1. The root cause of the reported event was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that pca dilaudid 1mg/1ml was programmed in the med surg profile for a basal rate of 1mg/hr, demand dose of 1mg, 20 minute lockout, and maximum limit of 4mg/hr. There were several orders for an increase in dosing, as the patient's pain level remained high. The order was changed to the oncology unit cancer/chronic pain plan which included dilaudid 10:1 concentration, basal rate of 4 mg/hr, and demand dose 2.5mg with a 10 minute lockout and titration of 0.25mg/hr based on pain relief. The patient was still in a significant amount of pain 3 hours later and the dose was increased again. Shortly afterward the syringe was discovered to be empty and it was noticed that the programming on the pump was back to the 1:1 concentration instead of the intended 10:1 concentration. The devices were checked and it was suspected that the pca pump had remained in the med surg profile rather than the intended oncology profile. The patient was placed on telemetry and pulse oximetry monitoring. No reversal agents were given, and the patient remained comfortable with the sedation level described as minimal through the night.